Event description:
This is a male that had decompressive laminectomy done in 2005. An ultrasonic aspirator was used during the surgery. Intitally he did well post-operatively and was discharged home three days later. Later he developed a wound dehiscence with drainage at the site. Eighteen days aftrer discharge, he was taken back to surgery for repair of the dehiscence. Two days later, he was discharged home in stable condition.